Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the mask & circuit when the device was in use. Also alleged headache & cough. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information.  The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section b5 & h6 health effect - clinical code has been corrected/updated in this report. Section h6 type of investigation, investigation findings, investigation conclusions updated in this report.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the mask & circuit when the device was in use. Also alleged headache & cough. There was no report of patient harm or injury.. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of contamination. The device's downloaded event log was reviewed by the manufacturer and found e-66 and e-67 on the error log. The device passed all final testing. There was no evidence of sound abatement foam degradation. The device has been scrapped based on customer request. In this report, section d9, g3, h6 have been updated.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the mask & circuit when the device was in use. The user also alleged a headache and cough. There was no report of serious patient harm or injury. The manufacturer previously reported the device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of contamination. The device's downloaded event log was reviewed by the manufacturer and found e-66 and e-67 on the error log. The device passed all final testing. There was no evidence of sound abatement foam degradation. The device has been scrapped based on customer request. The manufacturer previously reported the device's downloaded event log was reviewed by the manufacturer and found e-66 and e-67. The manufacturer should have reported the error codes as e-65 and e-66.the manufacturer is correcting the findings in this report.

Manufacturer narrative:
The manufacturer previously reported the device's downloaded event log was reviewed by the manufacturer and found e-65 and e-66. The manufacturer should have reported that the device's downloaded event log was reviewed by the manufacturer and found error codes e-65 (err_stuck_encoder_a) which causes the system to generate a continue-level error. The rotary encounter channel "a" is detected to be in a stuck position. Further rotation inputs from that key will be ignored until this state has become cleared, and e-66 (err_stuck_encoder_b) which causes the system to generate a continue-level error. The rotary encounter channel "b" is detected to be in a stuck position. Further rotation inputs from that key will be ignored until this state has become cleared. The manufacturer is stating the findings of the error codes in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.